Event description:
The customer stated that she has been getting several motor error alarms since (B)(6). The customer also stated that the insulin pump had a crack on the lcd. Advised the customer that the insulin pump would be replaced.

Manufacturer narrative:
The insulin pump was received with currents within specification. The insulin pump was unable to prime due to a protruded/loose drive support disk. No motor error alarm was noted. The insulin pump passed the motor test. The insulin pump had a cracked display window.